Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2021, this patient underwent follow-up computed tomography angiography which determined a proximal type I endoleak reported to be caused by a lack of seal and apposition of the graft. The patient is going to be referred to another physician for a possible open surgical procedure, as the patient has a short proximal neck and the physician does not think extending proximally will resolve the endoleak.